Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but was not able to divert the shock using the wcd heart alert button on time. Device episode report indicates that the patient diverted the shock post shock delivered episode not prior.

Event description:
Customer care received shock delivered notification. Nurse from hospital emergency room called in asking for the wcd to be interrogated. Customer care called back and spoke to the nurse who stated that the patient presented to the emergency department about two hours ago driven by their caregiver. The nurse further stated that the patient claims they woke up with heartburn and went to the bathroom to take some antacids. The patient stated they were awake and alert and got therapeutic shock while pressing the alert button. There was no patient injury or adverse events. However, an undiverted shock to a conscious patient could result in serious injury.